Event description:
It was reported that the user experienced high blood glucose after difficulty applying a teflon inset infusion set, specifically struggling to lock the plastic backing, which led to prolonged disconnection from the ilet and subsequent hyperglycemia with a reported peak of 401. The user later reconnected and glucose returned to range, and the agent advised discussing a steel infusion set with the clinician for ease of use. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization and resolution after reconnection. Investigation included case triage, user interview, and troubleshooting and education on infusion set use. Investigation of this case revealed user handling difficulty with the infusion set and an interruption of insulin delivery due to disconnection, with no device alarm or malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty with infusion set application leading to temporary loss of insulin delivery.